Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had put the pump in a pocket and received multiple, intermittent alarm 22s. The customer's blood glucose (bg) level was 496 mg/dl and a bolus via the pump was delivered to lower the bg level. A system check was performed and the pump was found to be functioning as expected. Tandem technical support advised the customer to make sure nothing is pressing against the screen-on button on the pump when wearing the pump in the pocket.